Event description:
It was reported to minimed that the customer experienced short battery life with the insulin pump, battery lasting only 1.5 weeks, the left and back buttons needing to be pressed multiple times to take command, and a damaged battery cap. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was partially performed, including reviewing alarm history with no replace battery now, or power error detected alarms found, confirming the pump was on smartguard and that the battery lasted more than 1 week, advising the customer to wait for an insert battery alarm before inserting a new battery that was not expired and not stored in a cold environment, and confirming that no stuck button alarm was received, with no numbers ramping and no scroll bar movement without input; troubleshooting for the damaged battery cap was not performed because the pump was being replaced per healthcare professional recommendation. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations.the reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.